Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: guide wire separation requiring medical intervention. Device issue: guide wire separation. It was reported that the bmw universal guide wire was delivered to the lesion and the lesion was dilated with another company's balloon catheter, seven times. As the vessel was adequately dilated, the balloon catheter and the bmw universal guide wire were removed. Then, the final angiography was performed to finish the percutaneous coronary intervention (pci). However, a dissection was confirmed to be occurring. The dissection was confirmed to be caused by the other company's dilatation catheter. Thus, the bmw universal guide wire was advanced to the lesion again, to deploy a stent to treat the dissection. However, the bmw universal guide wire went into a small side branch and the tip became trapped and detached during retraction. Then, with the detached tip coils remaining in the vessel, the shaft was removed. The coils, proximal to the separated portion, detached inside the guiding catheter while removing the guide wire. The separated portion was retrieved using a snare device with difficulty. No pt effects were reported. No add'l event or pt info is available.

Manufacturer narrative:
Eval summary: quality assurance analysis revealed that the guide wire was returned without any blood visible. There was contrast visible on the coils. There was a kink in the core and shaping ribbon 1.6 cm distal to the center solder. The tip coils were returned in three sections. The entire length of the first section was stretched; it was separated 1.6 cm distal to the center solder. The second section of the tip coils was stretched out to 20 cm. The entire length of the third section was stretched and had separated at 10.3 cm proximal to the tipball. There was 2.2 cm of shaping ribbon intact to the center solder. The distal end of the shaping ribbon, proximal to the separation, was twisted for a length of 2 mm. There was 7 mm of shaping ribbon intact to the tip solder and the entire length was twisted. There was a kink in the core at the proximal end of the hypotube. There was no other damage noted to the guide wire. The guide wire was sent to the scanning electron microscopy (sem) for further analysis. Product performance engineering reviewed the incident info and the analysis of the returned device. Results of the sem analysis indicate that the device core was subjected to excessive torsional overload beyond its design limit causing the tip to detach. For the guide wire to separate due to torisional overload, some portion of the guide wire would have to be trapped either in the anatomy or in another device and excess torque applied. From the incident description, the tip of the guide wire became trapped and stuck in the vessel. The cause of torque was not described, but this would be expected as part of the removal attempt. The guide wire tip appeared to be significantly stuck because of the case info that the tip segment was snared with difficulty. The root cause of the guide wire separation appears to be from circumstances during the procedure and not a mfg related quality issue. The kinks and other damage to the guide wire are likely caused by the difficulty in trying to remove the trapped tip. A review of the finished device lot history record did not reveal any non-conforming material reports associated with this lot. A query of the complaint-handling database was performed and there have been no similar complaints reported with this part and lot number combination. This MDR is considered closed by the product performance group.